Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : e2dr01aa implantable pulse generator (ipg) 2004-(B)(6), 5024m implantable pacing lead 1997-(B)(6). (B)(4).

Event description:
It was reported that the right atrial lead was undersensing and causing the device to inappropriately mode switch. It was also noted that the patient's atrial fibrillation made it a difficult patient situation and contributed to the sensing issue. The lead was capped and replaced. No patient complications have been reported as a result of this event.